Event description:
Boston scientific received information that during a normal device upgrade procedure, this right atrial (ra) lead was found to be dislodged. The lead was subsequently surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.